Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
The investigator assessed the event of device malfunction as not related to treatment with bmn 250. The investigator assessed the event of device malfunction as related to the subject's icv device. No other etiological factors were reported. Additional information has been requested and, if received, the report will be updated. Additional information received on 14-dec-2018: the lot number for bmn 250 was 251015. Due to device malfunction, the bmn 250 administration had to be interrupted from day (B)(6) 2018, the start date, since it did not allow the extraction of cerebrospinal fluid or the infusion of experimental molecule or serum washing saline. Exploratory surgery was scheduled in the operating room, which showed that the catheter had disconnected from the reservoir. It was reconnected, with a subsequent brain computerized tomogram scan that showed no complications. Therefore, it was considered that the event resolved without sequelae. Due to the aforementioned malfunction of the device for which the administration of bmn 250 was interrupted, the patient had to be hospitalized from (B)(6) 2018 for exploratory and corrective neurosurgery. On (B)(6) 2018, the end date of the event, the bmn 250 infusions were reinitiated without incidents. Other etiological factors reported included device. Additional information has been requested and, if received, the report will be updated. Additional information received on 26-sep-2019: the first time the subject underwent neuronavigated neurosurgery, the device was placed in the third ventricle because the lateral ventricles were too narrow. After reconnecting it and placing the tip in the right lateral ventricle, the infusions were reinitiated without incidences.

Manufacturer narrative:
Unknown part number, attempts to obtain product were unsuccessful, UDI unavailable. Complaint sample was not returned to codman and no product number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that an unknown codman rickham icv device would not allow extraction of cerebrospinal fluid or the infusion of experimental molecule or serum washing saline. Exploratory surgery was scheduled in the operating room, which showed that the catheter had disconnected from the reservoir. It was reconnected, with a subsequent brain computerized tomogram scan that showed no complications. Therefore, it was considered that the event resolved without sequela. Due to the aforementioned malfunction of the device for which the administration of bmn 250 was interrupted, the patient had to be hospitalized for two days for exploratory and corrective neurosurgery. A week after, the bmn 250 infusions were reinitiated without incidents.